Event description:
It was reported that size 4/0 polypropylene suture broke during normal procedure. The distributor has been contacted several times and hasn't provided details of the event. The only known information is the product number. (8682p) either lot# 190425-56 or lot# 181227-54 is associated with the event. Testing and investigation was completed on both lots for documentation purposes. If additional information is received a supplemental MDR will be submitted.